Event description:
It was reported that a small metal fragment was discovered to have been left inside the pt, via the post operative x-ray, following a procedure involving a super multivac 50 icw wand. The pt was taken back into the operating room and the surgical site was reopened in order to retrieve the fragment. There were no pt complications reported as a result of this event.